Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was using a "bone stimulator" device and felt "an intense response in the labia on the right side"; they further clarified that it was painful stimulation. The patient pulled the bone stimulator off and the sensation went away. Electromagnetic interference (emi) was reported from the bone stimulator. Troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicted patient's weight of (B)(6).